Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. Thresholds of >7.5v at 1.5mv were noted in multiple positions.